Manufacturer narrative:
Product complaint #: (B)(4). The following additional information was received: product code involved in event was z503. A manufacturing record evaluation was performed for the finished device mcm483 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected information: device code: 1562. A manufacturing record evaluation was performed for the finished device mlm918 number, and no non-conformances were identified. Device evaluation summary: it was received for analysis an empty opened foil of product code z503, lot mcm483. No suture or needle were returned for evaluation; therefore, the reported failure could not be evaluated. A manufacturing record evaluation was performed for the finished device mcm483 number, and no non-conformances were identified. Expiration date: 02/28/2023. Date of mfg.: 03/05/2018. Additional information was requested and the following was obtained: please explain what was fractured; needle broke ? Or suture broke ? The needle came off from the suture how was case completed? Use a new suture. Lot number of z493? Mlm918. Device return status/follow up will sent back device to office tomorrow. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the reported issue with product code z503, lot mcm483 or was reported issue with product code z493, lot mlm918? An empty folder of product code z503, lot mcm483 was returned for evaluation. Please clarify which device and lot were involved in the event. Will device for z493, lot mlm918 be returning?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what was fractured; needle broke ? Or suture broke ? How was case completed? Lot number. Device return status /follow up.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The device fractured during the procedure. It was unknown what was used to complete the procedure. There were no adverse patient consequences reported.